Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported vehicular accident, customer was driving and went low. The blood glucose reading at the time of the event was 32 mg/dl. Customer was coming home from the mall when the accident occurred. The current blood glucose reading is 197 mg/dl. Nothing further reported.